Event description:
The sales rep called and reported that the icp transducer was implanted monday (B)(6)2015. The icp reading once the patient was closed spiked. They checked using 3 different monitors and cables. Replaced the transducer, closed the patient and the same thing happened. The first transducer gave a false reading. There was a delay in surgery of approximately 35 to 40 minutes since they had to remove the bone flap back off and used different machines. The customer discarded the transducer - not available for evaluation.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.